Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during procedure preparation. The procedure was postponed and finished later. It was reported to philips that system could not emit x-ray. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the san test and sib tests failed. To resolve the issue, the fse reconnected the plug into x64 on sib instead of x65. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.